Manufacturer narrative:
Note: product reference 4440111 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file, number 36954309 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the units released in november 2019. Summary of investigation 1 x-ray picture was transmitted. However, no sample/picture of the met defect, no completed form "request for information - acces port incident " were returned for investigation. Transmitted information analysis: according to the report completed by the impacted hospital and addressed to the competent health authorities (=report nr 104636), the device was implanted on the (B)(6) 2020. The impacted device was explanted on the (B)(6) 2024. In consequence, it was implanted during more than 4 years. Fracture is the most common complication of ageing. X-rays picture review: the x-ray picture was taken after the incident occurrence, on the (B)(6) 2024. It shows an access port implanted on the right side of the patient body. The connection ring is well connected to the access port housing. No catheter is visible at the exit of the access port housing. It is only visible into the right ventricle of the heart and corresponds to the segment that has migrated. According to this x-ray picture, we can hypothesis that the rupture occurred under the connection ring. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause according to the customer description of the event ("rupture of port catheter") and to the received x-ray pictures (no visible catheter segment just after the connection to the port), it seems that the catheter migration could be due to a catheter rupture under the connection ring. It might result to the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing during more than 4 years) would finally lead to the catheter rupture, and then migration to the heart. However, without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred. Conclusion the complaint is not confirmed as no sample was available during our evaluation. However, it is worth noting that: no other complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident (0,01%). No actions plan is foreseen at this time.

Event description:
"On (B)(6) 2024 at the time of periodic flushing of the device, pain on infusion of the fluid is reported by the patient and there is the appearance of a pomphoid as a plausible skin extravasation. On (B)(6) 2024 chest x-ray is performed: [?]presence of port-acath with right chest pocket. The profile of the port catheter breaks off shortly after origin from the right pectoral pocket and is only appreciated again at the level of the superior vena cava with distal end projecting into the right ventricle (catheter rupture shortly after origin?). No pulmonary parenchymal thickening with character of activity. Cardiomediastinal profile within limits. Minimal pleural effusion at the bases. Presence of surgical clips in right hypochondrium.' On (B)(6) 2024 cardiological consultation is performed: [?]rupture of port catheter in oncological patient. Admission to dh is arranged for tomorrow (B)(6) (access at 8.30 am, fasting) for percutaneous removal procedure. Lab tests already acquired. Prescribed rest.' From (B)(6) 2024 hospitalization in cardiology. On (B)(6) 2024 performed extraction of port-cath catheter located between superior vena cava and right atrium, using en snare meritmedical 6f system. Followed under local anaesthesia with lidocaine removal of port-a-cath where complete rupture of the central venous catheter was evident. Layered suturing of subcutis and skin and wound dressing."

Manufacturer narrative:
Device history record batch record file, number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the units released in november 2019. Summary of investigation 1 x-ray picture was transmitted. The involved device was returned for investigation. -transmitted information analysis: according to the report completed by the impacted hospital and addressed to the competent health authorities, the device was implanted on the (B)(6) 2020. The impacted device was explanted on the (B)(6) 2024. In consequence, it was implanted during more than 4 years. Fracture is the most common complication of aging. -x-rays picture review: the x-ray picture was taken after the incident occurrence, on the (B)(6) 2024. It shows an access port implanted on the right side of the patient body. The connection ring is well connected to the access port housing. No catheter is visible at the exit of the access port housing. A long segment is only visible into the right ventricle of the heart. It corresponds to the segment that has migrated. According to this x-ray picture, we can hypothesis that the rupture occurred under the connection ring. - visual inspection of the returned device: the access port housing, the connection ring, and the catheter still connected to the exit cannula of the access port housing were not returned for investigation. Only the migrated catheter was returned. It measures around 14cm. Pliers marks are visible on the catheter. The rupture facies is partially irregular with cut clear aspect in saw-tooth pattern; this means that the material was damaged during the implantation procedure, probably while mounting the catheter on the exit cannula, leading to the complete fracture. - dimensional measures: the internal and external diameters of the catheter were verified: all are within the defined specifications. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the catheter migration is due to a catheter rupture under the connection ring. It results to the extension of a catheter damage done during the implantation procedure. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing during more than 4 years) would finally lead to the catheter rupture, and then migration to the heart. Conclusion the catheter has been damaged by a tool/forceps during the implantation procedure. In consequence, the complaint is not confirmed. It is worth noting that: - no other complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident (0,01%). The incident is not imputable to the device, no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
"On (B)(6) 2024 at the time of periodic flushing of the device, pain on infusion of the fluid is reported by the patient and there is the appearance of a pomphoid as a plausible skin extravasation. On (B)(6) 2024 chest x-ray is performed: presence of port-acath with right chest pocket. The profile of the port catheter breaks off shortly after origin from the right pectoral pocket and is only appreciated again at the level of the superior vena cava with distal end projecting into the right ventricle (catheter rupture shortly after origin?). No pulmonary parenchymal thickening with character of activity. Cardiomediastinal profile within limits. Minimal pleural effusion at the bases. Presence of surgical clips in right hypochondrium.' On (B)(6) 2024 cardiological consultation is performed: rupture of port catheter in oncological patient. Admission to dh is arranged for tomorrow (B)(6) 2024 (access at 8.30 am, fasting) for percutaneous removal procedure. Lab tests already acquired. Prescribed rest.' From (B)(6) 2024 hospitalization in cardiology; on (B)(6) 2024 performed extraction of port-cath catheter located between superior vena cava and right atrium, using en snare meritmedical 6f system. Followed under local anaesthesia with lidocaine removal of port-a-cath where complete rupture of the central venous catheter was evident. Layered suturing of subcutis and skin and wound dressing."